Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a iron dextran (500ml) was programmed to infuse at a rate of 125ml/hr. For 4hrs. Is completing in 5.5 hrs. It was reported by the rn, the set up included a bd primary set (100 ml saline flush) mated to a peripheral line attached to a non bd secondary set with one hanger to lower the primary container to achieve the minimum head height. There was no report of patient harm. The event occurred in the cancer infusion center.